Event description:
18f manta vascular closure device used for femoral access closure. Post-procedure angio showed access below bifurcation. Flow beyond closure device but area of closure appears compromised. Manual pressure held and femostop femoral compression system applied. Patient was transferred to higher level of care. Patient complains of pain at site upon transfer to intensive care unit (ICU).